Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, high ventricular rate alerts were noted. Two were true high rates that appeared to be supraventricular tachycardia and two were due to noise over-sensing on the right ventricular lead. The patient would continue to be monitored. The patient was in stable condition.